Event description:
Pt's status post tfn implantation in 2008. Pt returned to surgeon complaining of lower extremity weakness. An x-ray shows in 2009 a slight medial migration of the helical blade. Second follow up visit in august, x-ray shows the helical blade penetrating the acetabulum. The surgeon is scheduling a revision to a shorter blade with a longer nail. Surgeon noted initially, the pt was recovering well from the hip surgery and there was a gradual slow steady worsening. This is one of two reports for this event.

Manufacturer narrative:
Additional info has been requested. Investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested for the subject device.